Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer, patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that the device quit working and that they had a few issues with the device. Pt stated that it was a few weeks ago that they received a notice on the controller that said the software wasn't compatible and to call mdt. Further screen details unknown. Pt stated that they let the controller sit for thirty minutes and then they turned the controller back on and the controller worked. Pt stated that last week the controller showed that the ins had about 30% battery left so they recharged the ins. Pt stated that the ins was at like 60% so they decided that was enough so they stopped recharging the ins and set the controller on a stand. Pt stated that they went to adjust the device since they didn't feel like the device was workingand the controller showed that the ins was dead and needed to be recharged again. Pt stated that the controller went black and they could never get the controller b ack on. Pt stated that they tried recharging the controller from the power supply, but the controller wouldn't come back on. Pt stated that at night they saw a light blinking and found that the controller indicator light was like half orange and yellow and half real light green. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pt stated that memory problem data has been lost appeared; pss reviewed screen meaning with the pt. Pss had the pt reinsert the battery pack while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pt set the date and time on the controller. No device found then appeared; pss reviewed screen meaning with the pt. Pss advised the pt to recharge the controller fully before attempting to recharge the ins. Pss reviewed passive recharge mode with the pt. Pt may call ps back for assistance with troubleshooting the ins recharging. Pt noted that they would normally recharge the controller to 100% before recharging the ins. Pt stated that it seemed like lately when recharging the ins that excellent would be indicated and they would be sitting in the same spot when they would go to check the recharging status and the controller screen would be black. Pt stated that the controller would say that they needed to reposition when they hadn't even moved, so they moved the recharger a little bit but the same thing would happen again. No symptoms were reported.